Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated just before midnight on (B)(6) 2018, the cgm was displaying 288mg/dl and based off the cgm reading, he took 8 units of insulin. The patient waited 15 minutes and when the time passed, his blood sugar dropped down near 100 points and the patient wend to bed. Hours later, the patient started convulsing and his wife stated his bg was in the 20's or 30's mg/dl on the bg meter, so she administered him with glucagon. The patient indicated that they perform their 12-hour calibrations every morning at 7:00am and evening at 7:00am and at 7:00am, the cgm was displaying 233mg/dl, compared to the bg meter reading of 81mg/dl. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.